Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was readmitted with heart failure symptoms and an elevated creatinine level; a milrinone infusion was initiated. Additionally, the system controller was sounding low flow and red heart alarms. An echocardiogram suggested that the left ventricle was not unloading. It was reported that the patient had a history of several previously unreported gi bleeding events and anticoagulation therapy had been discontinued over 12 months ago. A heparin infusion was initiated for suspected thrombus; however, the patient experienced hematuria within 2 hours and lab tests indicated hemolysis. The patient later went into respiratory and cardiac arrest, and cardiopulmonary resuscitation was performed 3 times within an hour. The family decided to discontinue vad therapy and the patient subsequently expired. An autopsy was not performed.

Manufacturer narrative:
The medwatch follow-up report #1 indicated incorrectly that the patient remained ongoing on vad support. Per the initial medwatch report, the patient expired on (B)(6) 2015.

Manufacturer narrative:
(B)(4). The pump was not explanted and therefore is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not explanted. The report of low flow alarms was confirmed based on the retrieved log file; however, a specific cause for the alarms and the report of thrombus, hemolysis, and gi bleeding could not be conclusively determined. The log file captured numerous low flow hazard alarms associated with flow estimation values below 2.5 lpm. A correlation between the device and the reported event could not be conclusively determined. Device thrombosis, hemolysis, and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.